Event description:
The following is based on medical records provided by the pt. On (B)(6) 2006, pt underwent laparoscopic umbilical hernia repair with placement of a composix kugel mesh. A biopsy of the abdominal wall was taken. On (B)(6) 2012, ER visit: pt admitted to hospital with small bowel obstruction which resolved on its own. On (B)(6) 2012, ER visit: pt was seen for abdominal pain, nausea and constipation. No significant findings. On (B)(6) 2013, ER visit: pt admitted with small bowel obstruction. On (B)(6) 2013, pt underwent exploratory laparotomy. Lysis of adhesions was performed. The intestine was noted to be stuck and eroded into the mesh around the umbilicus. A small bowel resection and partial explant of the composix kugel mesh was performed. On (B)(6) 2013, office visit: pt reported going to the ER because she was weak. Drainage from the wound was increased and bloodier. Eval was unremarkable. On (B)(6) 2013, office visit: f/u for infected post op seroma, infection is resolved.

Manufacturer narrative:
Based on the medical records provided, no definitive conclusion can be drawn. The pt is obese and has hypertension, diabetes and previous heart condition. The pt was treated for erosion and adhesion. Adhesions is a known adverse event listed in the IFU. The pt was treated for a post operative infection after the revision procedure which was later resolved. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the available info, no conclusion can be drawn.